Event description:
It was reported that the lead safety switch of this pacemaker system was triggered due to right atrial (ra) pace impedance greater than 3,000 ohms. The programming changed from bipolar to unipolar. There was also a high capture threshold. The ra lead remains in service at this time and no adverse patient effects were reported. Additional information received indicated the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in multiple pieces. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was fractured; however, the original fracture location was not determined due to explant damage. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance and high-capture-threshold were likely caused by the confirmed fracture.

Event description:
It was reported that the lead safety switch of this pacemaker system was triggered due to right atrial (ra) pace impedance greater than 3,000 ohms. The programming changed from bipolar to unipolar. There was also a high capture threshold. The ra lead remains in service at this time and no adverse patient effects were reported.